Event description:
As reported by the user facility: reports overinfusion. Drug administered was midazolam (versed) in ccu area, no pt injury. Continuous infusion: 100ml bag set to run 9ml/hr and set up at 9:50am to start. Third bag was infusing, tubing already primed, at 2:30pm bag was empty with pump displaying 43.65 ml administered in log. Nurse checked floor and bedding for fluid leakage, not present, no free flow from bag, no piggyback infusing. Nurse called biomed personnel who confirmed math and drug, secured pump and ran history, and tested calibration, all checked out fine.

Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The actual pump in the reported incident was returned for evaluation. A review of the pump log revealed that on (B)(6) 2011 at 10:52:12, an infusion was started with a rate of 9ml/hr and a volume to be infused (vtbi) of 5.66ml. The infusion was immediately stopped, after delivering only 0.03ml, and the vtbi was changed to 95.63ml. The infusion was restarted at 10:52;48 and ran until 15:43:36, when the pump initiated an upstream alarm. The actual volume delivered during the infusion was 43.62ml, or 102.0% of the expected volume. The volume infused was within the specification of 100 +/-5%. Per the log, the pump operated as programmed by the user. The volumetric accuracy was tested three times at a rate of 9ml/hr and a vtbi of 43.65ml, consistent with the pump operation log information. The results were within specification at 43.6ml, 43.6ml, and 43.7ml. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event. All available information has been forwarded to the device manufacturer. If additional pertinent information becomes available from the manufacturer, a follow-up report will be filed.